Manufacturer narrative:
The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Event description:
It was reported that during the ipg replacement procedure on (B)(6) 2021 reported under ( manufacturer report number 3006705815-2021-05749) the ipg was not able to connect and gave an error message the ipg cannot be salvaged. As a result , a new ipg was used resolving the issue.